Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer addressed the issue by changing the infusion set and cartridge and then resumed insulin therapy. No additional assistance was deemed necessary.